Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a battery compartment crack and damaged threads. The battery cap threads were found to be damaged.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack in battery compartment. It was reported that the battery cap would not secure properly to the battery compartment and there was no exposure to or evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.